Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative follow up visit an interrogation revealed that the atrial signals lined up with the ven tricular signals on the electrogram. When the atrial lead was pacing it was capturing the ventricle. A dislodgement was suspected. A chest x-ray confirmed that the atrial lead had fallen into the right ventricle. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.